Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via telephone call that the blood glucose had run low and that emergency medical services were called to treat him. She did not recall the blood glucose reading. She also reported that the screen was damaged. She stated that the customer would call back to complete troubleshooting for low blood glucose. The insulin pump was not replaced or returned for analysis.